Event description:
A caller reported an issue with the touchscreen of a pump, which was not responsive, although the screen was neither cracked nor shattered. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a pump reset, which the caller performed successfully, restoring functionality to the touchscreen.